Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver does not hold the needle and turns away during the operation. The customer changed to another needle driver. The procedure was completed with no reported injury.

Manufacturer narrative:
The mega suturecut needle driver was found to have blade damage at the middle of the blade. Both of the blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Intuitive followed up and obtained additional information. The needle could not be fixed in the mouth of the needle holder and turned off. It was then replaced at the surgeon's request. The nurses who were present during the operation were able to give us this information. The patient was not injured.

Event description:
Refer to h11 for follow-up information.